Manufacturer narrative:
The investigation determined that lower than expected vitros psa results were attained from a patient sample and two different levels of non-vitros biorad quality control (qc) fluids using vitros immunodiagnostic products psa reagent (psa) on a vitros 5600 integrated system. The most likely assignable cause of these events is an unknown instrument issue. The lower than expected vitros psa patient sample result on (B)(6) 2019, along with low signals generated for other patient samples tested using four other vitros microwell assays on the same day, were preceded by the lower than expected vitros psa qc results for l2 and l3 biorad fluids on (B)(6) 2019. The instrument issue appeared to be an intermittent event that occurred within a short timeframe, starting on (B)(6) 2019. A field engineer (fe) performed extensive service actions on the microwell subsystem of the instrument and post-service precision testing confirmed acceptable performance of the instrument following fe actions. Qc results from (B)(6) 2019 for biorad l2 and l3 fluids produced lower than expected results when compared to the respective package insert (pi) means. However, based on the remaining historical quality control results, a vitros psa reagent lot 3660 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros psa reagent lot 3660.

Event description:
A customer reported a lower than expected vitros psa (prostate specific antigen) patient sample result obtained using vitros immunodiagnostic products psa reagent (psa) in combination with a vitros 5600 integrated system. The result was lower than expected when compared to the result attained from the customer¿s vitros 3600 immunodiagnostic system. The investigation later discovered lower than expected vitros psa results that were obtained from non-vitros quality control fluids. Patient sample result of 0.452 ng/ml versus the expected result of 1.46 ng/ml. Biorad level 2 (l2) lot 40972 result of 1.296 ng/ml versus the package insert (pi) mean of 2.68 ng/ml. Biorad level 3 (l3) lot 40973 result of 8.223 ng/ml versus the package insert (pi) mean of 15.6 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros psa result was reported from the laboratory, however, a corrected report was later issued. No treatment was initiated, altered or stopped based on the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).